Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus service operation repair center (sorc) which it said there was the contact failure of the led connector which might had been a cause of the reported phenomenon, omsc surmised that the corrosion or the oxide film had occurred due to the dimension variability of the terminal and long term use. Also the corrosion or the oxide film on the subject device made the electrical resistivity higher and then it made the electrical conduction difficult and abnormal. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. Since the subject device has been not returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center (sorc) was informed from the user that the error code e105 which indicated the subject device was damaged was appeared on the monitor at the unspecified timing. At the inspection for the repair, sorc found the contact failure of the led connector which might had been a cause of the reported phenomenon. There was no patient injury associated with this report. It was not provided the other detailed information.